Event description:
Patient reported performing a meter-to-meter comparison, during a routine doctor's appointment. Patient stated that blood glucose, when tested on the suspect device, measured 330 mg/dl. One minute later, patient's blood glucose reportedly measured 115 mg/dl, on physician's blood glucose monitor. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.